Event description:
It was reported by the customer that the doctor took post biopsy x-rays and discovered the metal tip that holds the tissue marker and a small amount of plastic was present inside the patient's breast.